Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported via iol implant card that the iol was placed in the eye then cut out due to a scratch. Additional information was provided indicating that the scratch on the iol was seen after it was implanted. The surgeon removed it from the eye and replaced it with another completing the procedure. There was no patient harm.